Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to high blood glucose levels with associated symptoms including headache and vomiting due to bent cannula as the infusion set was inserted into hardened scar tissue on (B)(6) 2026. The patient received treatment with insulin pen and IV drip. The duration of hospitalization is more than twenty-four hours.